Event description:
The device was used during a lung resection procedure. Reportedly, the instrument was difficult to open and the cartridge disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.